Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use an endeavor resolute drug eluting stent to treat a lesion in the mid/distal rca with moderate tortuosity and calcification with 95% stenosis. There were no abnormalities reported in relation to anatomy. No damage was noted to packaging, the device was inspected with no issues noted, there ere no issues noted removing the device from the hoop/tray, negative prep was performed with no issues noted. The lesion was predilated. The stent did not pass through a previously deployed stent. Resistance was encountered when advancing the device and no excessive force was used. It was reported that stent deformation occurred in vivo during positioning/advancement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.